Event description:
The customer reported that the fetal spiral electrode was placed onto the patient and was not able to remove it. The device was reported to be in use on a patient, it was reported that patient has a skin injury

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was returned to philips for evaluation. Philips then sent the fetal scalp electrode to the manufacture for evaluation. The manufacture stated that visual inspection of the device discovered no defects or damage to the device. The device was torque tested and was found to meet the device specification. No needles were found to be bent or deformed after removal. Customer resolution and conclusion: following delivery, the fse was attempted to be removed from the scalp of the infant. The cord was cut and unraveled in attempt at removal. It was noted that the spiral tip was retained in the scalp and immediately removed by pediatrician using sterile technique.

Event description:
The customer reported that the fetal spiral electrode was placed onto the patient and was not able to remove it. The device was reported to be in use on a patient, it was reported that patient has a skin injury.